Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the patient complained of pain in their chest after right ventricular (rv) lead positioning. The physician repositioned the lead and the patient did not complain of pain. Two days later, the patient returned complaining of pain. The rv lead had high threshold, caused "twitching," and possibly perforated. Pericardial effusion was not detected. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.